Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Two devices were received on (B)(6) 2019. One was the concomitant device for the right side. Lot number: 7496215; catalog number: 3502650. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/21/2020, device evaluation was completed. Device evaluation summary: the device was visually inspected, and it was found with no apparent damage. Leak testing was performed and no leak sites were detected. No anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/20/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent revision breast augmentation with a 650cc mentor smooth round moderate plus profile and was presented with left side breast implant deflation postoperatively. As a result, the patient underwent explantation and replacement with mentor saline device on (B)(6) 2019.